Event description:
During the atrial fibrillation procedure, a blood leak occurred. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The sheath was inserted into the heart chamber and septal puncture was performed with another sheath. The sheath was inserted into the left atrium along with the ablation catheter and it was noted that blood leaked from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No additional venipuncture or septal puncture was performed to replace the sheath.

Manufacturer narrative:
Additional information: d9, g1, g3, g6, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.